Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - six days after the implantation, dislodgement was reported. The patient was treated as an in-patient at the clinic from (B)(6) to (B)(6) 2014. The lead revision took place during this stay. We have no further information regarding the revision and the precise revision date. No deterioration of the patient's state of health was reported.